Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 109 mg/dl. Reportedly, there was obstruction between the pump and the transmitter. However, the transmitter and pump were unable to regain connection and the transmitter was replaced to resolve the issue.